Event description:
It was reported that the system controller was exchanged due to a green substance in the emergency backup battery (ebb) compartment when changing the expired ebb. The green substance was thought to be from oxidation from the power leads that found its way to the ebb compartment. The patient tolerated the exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of damage to the white power connector strain relief and presence of the green substance in the white strain relief, the underlying layers of the power cables, 11v backup battery, ribbon cable, battery pins, and internal labels. The report that the system controller had a green substance in the backup battery compartment and the backup battery fault alarm due to an expired backup battery were confirmed upon evaluation of the returned controller and review of the log files retrieved from the system controller (B)(6). A review of the log files showed events spanning approximately five days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump maintained a speed above the low speed limit without issue while the driveline was connected. The log files captured backup battery fault alarms due to backup battery end of service life alarms from the beginning through the end of the log file(s). The pump operation was not affected, and no other atypical alarms were active in the log file. The heartmate 3 system controller was returned to abbott in used/worn condition. The system controller (B)(6) was disassembled to observe the inner components. Upon opening the controller, a dried green substance was observed throughout the controller. The power cables were also stripped, revealing fluid ingress throughout the power cables on the underlying layers. The power cable shield is cadmium/copper and may oxidize when exposed, resulting in a change of color. The root cause of the dried green substance on the controller was fluid ingress throughout the controller/power cables; however, this analysis could not conclusively determine the exact cause of the fluid ingress. The root cause of the backup battery fault alarm was the expired 11v backup battery st215029 (expiration date 03jul2021) returned for analysis. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section 10 ¿safety checklists instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. The heartmate 3 patient handbook section titled "emergency contact list cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.